Manufacturer narrative:
A.1.-a.5. There is no report of any patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA, and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H11: livanova deutschland manufactures the 3t heater cooler based on the available information, cooling coil erosion, allowing water into compressor, is suspected, if any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a 3t heater cooler trips mains circuit breakers in theatres 20 seconds after power up. There was no patient involvement.